Event description:
Boston scientific received information that a lead implanted in 2005 was capped but kept in the patient due to out of range pacing impedances and a suspected fracture. Upon capping the lead a fracture was not confirmed. A new lead was implanted. No adverse patient effects were reported. This lead will not be returned.

Manufacturer narrative:
Should additional information become available, this event will be updated.